Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the reported event of damage. A previous investigation (B)(4) found the hex driver fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The root cause is attributed to overload due to misapplication of the device based on a previous similar evaluation. Based on the root cause of overload due to misapplication of the device, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The green hex driver from the global unite set broke during assembly of final stem.